Event description:
The customer reported that their device would intermittently not power on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio-control observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.